Manufacturer narrative:
One device was received for evaluation. Visual and functional testing found that the latch/lock sensor is defective, and latch/lock failed go/nogo test. The latch/lock sensor was replaced. Upon further inspection the air detector was found to be chipped. The air detector was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the devices latch isn't working, seems loose. There was no patient harm, involvement or delay of therapy. The device evaluation found a chipped air detector.